Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, product type: pump. (B)(4).

Event description:
Information was received from a company representative via a healthcare professional (hcp) regarding a patient receiving dilaudid with an unknown dose and concentration. The indication for use is non-malignant pain, failed back surgery syndrome, and other non-malignant pain. On (B)(6) 2015 it was reported that during a spinal surgery on the day of the report the catheter was cut and a small section was removed. The catheter was spliced back together. The hcp reported that there was no catheter volume listed on the pump programming. No patient symptoms were reported. Further follow up was done to determine the cause of the patient's surgical procedure, the hcp's information, and if a bolus was successfully programmed.